Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the insulin delivery is not accurate. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received with broken off the end cap. We were unable to perform functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to broken off the end cap. Unable to verify delivery anomaly due to broken off the end cap.